Event description:
Reference number (B)(4). Event occurred in slovakia. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The site of detachment was at quick release. The infusion set was in use for 12 hours. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - slovakia.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-00029), was submitted on 04-feb-2025. Upon completion of the investigation, the manufacturing date was updated as 24-sep-2024 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008998. In question was manufactured at the osted site. Device history record (DHR) review: the 6008998 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 24-sep-2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.